Event description:
Reportedly on (B)(6) 2011, the physician implanted the ICD involved in this MDR report (ICD replacement). The impedances were measured after leads connection, however, all impedances were above 3000 ohms. The physician decided to disconnect and connect again the leads, without effect on measured impedances. The programmer was also restarted. The all impedances were normal. The physician requested an explanation.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.